Manufacturer narrative:
H10: a follow up was performed with the customer, and it was reported that the bottom foot kit, thumbwheel, base assembly, and central processing unit (cpu) tray cover was replaced. The issue was resolved, and the device was returned to service. H11: d4 - product UDI.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secure to the universal cart. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secure to the universal cart. The customer requested the part numbers for a replacement bottom foot kit, thumbwheel, base assembly, and central processing unit (cpu) tray cover. The rse provided the customer with the part numbers, and also provided the service manual (revision t). The investigation is ongoing.